Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the site: the customer confirmed that after consultation with the surgeon that there was no patient injured as a result of the problem. The customer confirmed that the functionality of the system was confirmed by the operating room (or) personnel each time the system was started and that this issue must have been an intraoperative malfunction. The e-100 generator has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on. The cut/seal function could not be performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the e-100 generator. The system was tested and verified as ready for use. Isi has not received the e-100 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: the customer confirmed that the e-100 generator worked at the beginning of the operation. The customer did not contact the isi technical support since they contacted the fse directly. Full troubleshooting was completed, and the e-100 was tested and replaced. In order to continue the procedure, the customer restarted the e-100 without success. The vessel sealer instrument was then connected from the e-100 to the bipolar socket of the erbe generator. The instrument, which was powered by the e-100, had been transferred to the erbe and the procedure was completed robotically.